Event description:
Event description guidant received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) retained an attorney. To date, guidant has not received any device allegations. Boston scientific received subsequent information that this device was explanted. There is a concern that the battery may have depleted earlier than expected due to the patient's high pacing thresholds. There are no allegations against device functionality. This implantable transvenous defibrillation lead was also explanted and replaced with a non-guidant lead.